Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step and experienced high blood glucose with value displayed as ¿high.¿ elevated bg was addressed by a manual insulin injection and without assistance from third party. Reportedly, the customer will reach out to their health care provide for an alternate method of insulin therapy and a replacement pump was sent to the customer.